Event description:
The patient received two model 3149 leads with the same lot number. The reported leads are being used off-label. It was reported the right supra-orbital lead displayed invalid impedance values. Surgical intervention will take place to address the issue.

Event description:
Follow-up identified the affected lead was explanted. It was reported there was a visual break in lead continuity. The patient is receiving effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.